Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during a bolus attempt. The blood glucose reading was 3.7 mmol/l. The customer stated that the motor error alarm recurred upon delivering new boluses. Advised return of the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery. The insulin pump was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a cracked case at display window corner and cracked reservoir tube lip.